Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of extrinsic outflow graft obstruction (eogo) and chest pain could not be confirmed as no images or product were available for evaluation, and a specific cause for the reported events could not be conclusively determined. The submitted log files captured routine events. No atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters, including pump flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for chest pain. The computed tomography angiography (cta) was notable for 30% extrinsic outflow graft obstruction (eogo). The log file review recorded no unusual events in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.